Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked display window and minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2017 with a blood glucose level of 41 mg/dl. Customer's blood glucose value was 150 mg/dl. The customer believes that their insulin pump was over delivering insulin. The customer was unsure if they were wearing the insulin pump during their hospital stay. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer returned the product for analysis.